Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the physician suspected the ra lead to have a fracture caused by clavicle crush due to exhibited high out of range impedances measurements. The ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.